Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal fusion surgery at the lumbar region of her spine from vertebrae l3 to l4. On (B)(6) 2008, patient was admitted in another hospital where her surgeon performed a spine fusion surgery on the lumbar region of her spine from vertebrae l4-s1. During both surgical procedures, rhbmp-2/acs was used in patient in a tlif surgical approach. Patient's post-operative period was marked by a period of relief followed by prominent bone spurring and ossification in her lumbar spine. Patient continues to experience severe and unrelenting back pain, nerve damage, uncontrolled bone growth and permanent disability. This prevents her from practicing and fully enjoying the activities of daily life to the extent patient did preoperatively. No additional information has been provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient underwent spinal fusion surgery in which rh-bmp2 was used.